Event description:
The pt's attorney has alleged a deficiency against the device. Add'l info has been requested but not yet received.

Manufacturer narrative:
Correction: the initial MDR report was filled incorrectly as an importer report, as a result a MFR f/u-1 is being filed. The device remains implanted. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events "complications associated with the proper implantation of the pelvilace transobturator biourethral support system may include, but are not limited to; postoperative hematoma. Seroma, abscess or fistula formation, or scarring which may occur following the implant procedure; urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction or too much tension placed on the implant; perforations or lacerations of vessels, nerves, bladder, bowel. Urethra, or any viscera, which may occur during the implantation procedure; irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/ or infection; extrusion through vaginal epithelium or erosion into surrounding viscera and / or organs or structures; inflammation, sensitization, rejection of biologic materials, pain, dyspareunia. Scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence". Pt code 2348 - not labeled. Pt code: 2993 - not labeled.

Manufacturer narrative:
Pt codes: 1994 - labeled, 2061, 2091 - not labeled.

Event description:
Complaint # (B)(4). Per additional information received. The patient has experienced slight swelling, dyspareunia, a rough scar on anterior vaginal wall / vaginal tenderness-scar tissue on anterior colporrhaphy site, vaginal pain, and recurrent stress urinary incontinence. Associated mdrs: 1018233-2012-00854, 1018233-2012-00883.

Manufacturer narrative:
1831, 1970 = "nl"; 1932 = "l"; h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced inability to have sexual intercourse due to pain, stress urinary incontinence, dyspareunia, recurrence, scar tissue (scarring), emotional changes, recurrent vaginal/pelvic pain, nausea, decreased urine output, urine leakage, atrophic vaginitis (inflammation), and nonsurgical interventions.